Event description:
Same case as 2134265-2008-04336 and 2134265-2008-04337. It was reported that post a coronary drug eluting stenting treatment procedure, patient complications occurred. The physician implanted three taxus express2 drug eluting stents, a 3.5x28mm, a 2.75x20mm and a 3.5x20mm. Post stent implantation, the patient has experienced the following symptoms; sweating, weakness, no energy, neuropathy and no feeling in the toes, immunity problems, hpv increase, cervical dysplagia, thinning hair, weak fingernails, arm, neck and shoulder pain and muscles that knot up. Additional information regarding this event is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specification at the time of the release to distribution. The most probable root cause is determined to be anticipated procedural complication.